Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) discussed the device is in storage mode and needs to be replaced. This ICD remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted, and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) discussed the device is in storage mode and needs to be replaced. This ICD remains in service. No adverse patient effects were reported.